Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead complained of the device pocket being tender to the touch, and that there is a bump at the device site. Boston scientific technical services were consulted and recommended that the patient follow-up with their physician as this could be a sign of infection/erosion. No further information has been provided at this time. This device remains implanted and in service. No adverse patient effects were reported.